Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported five sec 20dp, texium & hanger v/nv had foreign material. The following information was provided by the initial reporter: "there was a clear film on the inside of a few of the syringes with this lot . The film was on the sides of the syringe and on the plunger."

Event description:
It was reported five sec 20dp, texium & hanger v/nv had foreign material. The following information was provided by the initial reporter: "there was a clear film on the inside of a few of the syringes with this lot . The film was on the sides of the syringe and on the plunger."

Manufacturer narrative:
H.6. Investigation: two photos and video received for investigation. Upon visual inspection, no defects or damaged observed. The "clear film" the customer observes appears to be silicone. It is not possible to carry out a quantitative analysis of the silicone content, to determine if it is within or outside the specification, since a physical sample is not received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel.